Manufacturer narrative:
Patient information was not provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was receiving extracorporeal circulatory support. It was reported that the primary console alarmed with a system fault and pumping stopped. The primary console was exchanged, the alarm resolved, and pumping resumed. It was reported that the patient was unharmed. No additional information was provided.